Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(4), serial: (B)(6), batch:a000161661. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was only able to get coverage on one side. Reportedly, the leads had migrated and one of the leads had high impedances. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Additionally, it was noted that one of the leads had disconnected from the ipg header making that header port inoperable. As such, the ipg was also explanted and replaced to address the issue. Effective therapy was restored post op. Investigation was unable to determine which of the leads had disconnected.